Event description:
It was reported that the subject device generated a 3d (three-dimensional) image that was not satisfactory. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the outer tube, and the distal end had a minor scratch. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Additionally, the cause for corrosion on the outer tube was traced to component failure, and the cause for the distal end having a minor scratch was traced to component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.